Event description:
It was reported that the right ventricular (rv) lead was exhibiting no capture due to dislodgement. An echocardiogram indicated a possible perforation. The lead was repositioned and remains in use. It was also reported that the right atrial (ra) lead was exhibiting high thresholds. The helix was retracted and extended again, slack was added to the lead and an improved threshold was obtained. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).